Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not been returned to zoll manufacturing corporation for evaluation. Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device manufacture date : monitor: 02/07/2012, electrode belt: 03/16/2013.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced a defibrillation event consisting of two treatment shocks. The patient received an appropriate defibrillation at 08:03:40 am on 09/08/2014. The rhythm at the time of the treatment was vt at 260 bpm. The post shock rhythm was 20 seconds of asystole followed by one ventricular beat and then 11 seconds of asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. A second treatment was delivered at 08:04:14 am during asystole. Oversensing of a small cardiac signal contributed to the false detection. The post-shock rhythm was sinus bradycardia at 40 bpm. The patient was at home at the time of the event. It was reported that the patient had just gotten out of the shower and was putting the device back on when he lost consciousness. The patient was taken to the hospital via ems and that ems removed the lifevest and used their own equipment on the patient. The response buttons were not pressed during the entire event. There was no death associated with the treatment event. The patient continued use of the lifevest.